Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Section h10 was initially submitted with the verbiage: "please see MDR 2243441-2020-00044 for the importer report." However, the correct statement is being provided: please see MDR 2243441-2020-00051 for the importer report.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the product-release judgement records of the involved product code/lot# combination was conducted with no findings. Review of shipping inspection records regarding strength of the distal tip against bending force confirmed that no anomaly was noted in the inspection results of the involved product code/lot# combination. IFU states: if any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It is likely that the distal coiled section of the actual sample might have been trapped in a hard object (e.g., stenotic lesion), and in that state, it might have been subjected to excessive force, including pulling force, bending force and/or torque force, to the actual sample; this may have resulted in the reported fracture of the actual sample. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4). Please see (B)(4) for the importer report.

Event description:
The user facility reported that the involved run through ns was used during the procedure. A small portion of the coil tip sheared off and was left in the patient's lad. There was no patient injury, medical/surgical intervention required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 22jul2020. The type of procedure performed was a pci of the lad. Part of the tip was left in the lad; some came out of guide and was in ascending aorta and that portion was snared out. The patient was transported patient to a sister hospital, and they did an additional cath and were unable to remove the portion from the lad; however, they believed no additional harm was being caused.